Event description:
Ablation catheter showing "force sensor error" when rf application attempted. Cables were changed and switched with new ones, error still exists. Catheter removed from the body with no harm to patient. New ablation catheter used with no problem.